Manufacturer narrative:
Analysis was completed. The reported event of long charge time was confirmed after reviewing stored diagnostic data in the device. However, bench testing was performed revealed normal device function. The cause of the long charge time was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator had a long charge time. The device was explanted and replaced. The patient condition following the procedure was unknown.